Manufacturer narrative:
H4: the lot was manufactured from april 17, 2019 - april 19, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed evidence of a leak at the blue winged cap. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause was due to user not tightening the cap after fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the winged cap prior to patient use. The set was filled with fluorouracil 2800mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.